Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 14. Details of surgery: implant surface not completely covered with bone, sinus perforation and sinus augmentation. On (B)(6) 2024, the implant was removed upon clinician¿s decision. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.